Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that during a pacemaker replacement procedure, the subject device was attempted to be implanted, but there was capture failure in the ventricular channel when connected to the associated lead. When measured with a psa, no irregularity was declared relative to each of the leads. Reportedly, following the correct lead connection procedure, pacing pulses in the ventricle were not captured. This lead was subsequently disconnected and remeasured with the psa and there was no anomaly. This lead was reconnected, but there was still capture failure. Another pacemaker was subsequently implanted instead. The physician further indicated that three screwdrivers were used during the procedure; one of them was used to disconnect the original pacemaker and two of them were used when the subject pacemaker was connected. It is unknown which screwdriver was used for the subject pacemaker.

Manufacturer narrative:
Correction: UDI: (B)(4).

Event description:
The physician reported that during a pacemaker replacement procedure, the subject device was attempted to be implanted, but there was capture failure in the ventricular channel when connected to the associated lead. When measured with a psa, no irregularity was declared relative to each of the leads. Reportedly, following the correct lead connection procedure, pacing pulses in the ventricle were not captured. This lead was subsequently disconnected and remeasured with the psa and there was no anomaly. This lead was reconnected, but there was still capture failure. Another pacemaker was subsequently implanted instead. The physician further indicated that three screwdrivers were used during the procedure; one of them was used to disconnect the original pacemaker and two of them were used when the subject pacemaker was connected. It is unknown which screwdriver was used for the subject pacemaker.